Event description:
A direct stent procedure was performed to treat a discrete lesion, without calcification, in the proximal rca. The pixel stent was placed, the device was pressurized, and the stent deployed at 12 atm; however, the inflation was slow. The device was then pressurized to 16 atm to complete the deployment. The physician attempted to deflate the balloon but after pulling negative three to four times, the proximal end of the balloon still had not deflated. A syringe was then used and negative was pulled twice. The balloon was removed partially inflated. No pt effects were reported.